Manufacturer narrative:
Company rep evaluated the system. Customer was attempting to use the system without the inspiratory / expiratory caps in place. Customer corrections included replacement of the system's connectors and caps. System was tested to factory's specs.

Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia delivery. No pt injury was reported.